Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in-clinic for follow-up, the device was found to be in backup vvi reset mode. A device download was performed successfully. Patient reported in good condition following device restoration and will be followed up normally.